Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was hospitalized as they had received multiple inappropriate shocks. Changes in morphology were also noted. At this time no changes have been made and the s-ICD remains in service. No additional adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was hospitalized as they had received multiple inappropriate shocks. Changes in morphology were also noted. At this time no changes have been made and the s-ICD remains in service. No additional adverse patient effects were reported.